Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy. Concomitant products included omeprazole since 2011. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced urinary tract infection ("uti") and cystitis ("bladder disorder-bladder infection") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraine"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 2 months 12 days after insertion of essure. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract disorder ("urinary probs") and fatigue ("fatigue"). The patient was treated with surgery (hysterctomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, urinary tract disorder, weight increased, vaginal haemorrhage, menorrhagia, cystitis and nausea had resolved and the abdominal pain, back pain, urinary tract infection, fatigue, headache and migraine outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse, urinary probs, uti, bleeding. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Imaging procedure: on an unknown date: plaintiff underwent essure confirmation test. Result: unknown. Concerning the injuries reported in this case, the following one was reported via social media: vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract infection, nausea, device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received- abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), bladder disorder, urinary tract disorder, nausea. Were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy . (Full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, urinary tract disorder, fatigue, headache, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic/abdominal, back, dyspareunia (painful sexual intercourse, urinary probs, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: plaintiff underwent essure confirmation test. Result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury updated to dysmenorrhea (cramping). New events : pelvic pain, abdominal pain, back, pain, dyspareunia (painful sexual intercourse, urinary probs, uti, fatigue, headaches, migraine, weight gain, plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), headache ("headaches") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy . (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, urinary tract infection, urinary tract disorder, fatigue, headache, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse,urinary probs ,uti, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: plaintiff underwent essure confirmation test. Result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new event general abnormal bleeding were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.